Event description:
While running qc controls, the customer reported the probe started to leak on the coulter act diff 12 analyzer. The volume was reported as less than 1 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found the leak of diluent and control material was from the probe wipe so he replaced the probe wipe and resolved the leak. (B)(4).